Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 2 events were reported for this quarter.   Product return status - 2 devices were received for evaluation.   Evaluation status - 1 reported event was confirmed during testing. - 1 device was found to be affected by broken and missing components. 1 reported event was not confirmed during testing; the device was found to be within specifications. Additional information - 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.